Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR # 1225714-2014-02538.

Event description:
The plaintiff's attorney alleged that the decedent experienced metabolic alkalosis, hypotension and cardiovascular event and subsequently expired on (B)(6) 2010 after the use of the product.